Manufacturer narrative:
(B)(4): on an unreported date, the patient was treated with cefazolin ip (1 gram, daily for 21 days) and fortaz ip (1 gram, daily for 21 days) for peritonitis. On an unreported date, the patient was discharged from the hospital. The patient recovered from the peritonitis.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. A day later, the patient was hospitalized for the event. The cause and the treatment for peritonitis was unknown. The patient had not recovered from the peritonitis and was still hospitalized. Dianeal therapy was ongoing. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot numbers h13e31025, h13i04032, h13d25038, h13c05032 and h13e24038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.